Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with all buttons responding properly. However, moisture damage found at the keypad traces. No traces of moisture were noted at the electronic or motor assemblies during visual inspection. The device was received with cracked case at display window corners, and minor scratched lcd window.

Event description:
Customer reported a button error on her insulin pump. The keypad is unresponsive. Customer got out of the shower and the buttons wouldn't respond. Customer's blood glucose is 283 mg/dl. There were no significant events leading to the alarm. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.